Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument were found with a broken black cord protruding from the instrument. In addition, the rear arm attached to the silver portion of the instrument was damaged, not seated properly, and a sharp piece was extending from the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the damage was discovered in sterile processing (clean side of spd), not in the or, and the reporter cannot answer questions about the intraoperative use or instrument motions because that information was not provided by the or. On inspection in spd, the black conductor (energy) cable was found completely broken in half, with a sharp piece protruding from the instrument, making it unsafe for patient use. The reporter cannot provide patient-related details or comment on cautery performance or thermal damage but confirms that the da vinci arm was already sent to intuitive for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The components adjacent to the broken wire showed damage which may indicate potential mishandling or misuse of the instrument. The proximal clevis had multiple scratches and abrasions. Additionally, the instrument was found to have a broken main tube approximately 1.27 from the distal tip. No material was found missing. The components adjacent to the broken main tube, such as the proximal clevis showed scratch marks, abrasions, indentations where the bottom of the main tube meets with the proximal clevis. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.